Manufacturer narrative:
The reported events of high impedance and high threshold were confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Impedance test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead found calcification covering the ring electrode and the superior vena cava regions. The calcification covering the ring electrode could have contributed to the reported events as indicated on the device session records. No anomalies were found.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that patient's right ventricular (rv) lead exhibited high capture threshold and high out of range pacing impedance. During lead revision procedure, it was noted, that the atrial lead was dislodged and was attached to the rv lead. Both leads were explanted and replaced. The patient was stable.